Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
After a breast oncology case, the surgeon reported post-op bruising around the surgical area. There were no complications reported during the surgery and no additional interventions were needed for the patient.